Event description:
Boston scientific received information that the patient's advocate called since the patient was in the ER for which the staff believed that there was a device issue. An attempt in obtaining additional information was unsuccessful. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.